Event description:
Caller alleged discrepant results compare with the lab. Results as follows: date 11/30, inratio 6.9, lab 2.48.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 11/30, inratio 6.9, lab 2.48, mean 4.69, confidence limits 2.6-6.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The lab values was outside the confidence limits for inr testing. Products will be tested. In-house retains strips lot 060452 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/- 0.5. If the mla inr is 2.0 - 4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/- 1.0. The test results of retains strips lots 060452 done on 12/07/2006 are as follows: see scanned table. Based on the above test results, retained lot 060452 meets the criteria for strip accuracy.